Manufacturer narrative:
The explanted device was returned assembled with the percutaneous lead (driveline) cut approximately 14 inches from the pump housing. The distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and the sealed outflow graft with outflow graft bend relief were not returned. The outlet elbow was returned attached to the outlet port. The bend relief collar was returned detached from the device. Examination of the disassembled pump found a thrombus formation surrounding the inlet bearing. The thrombus was denatured and also appeared to have formed in laminated layers, indicating that the thrombus developed on the inlet bearing over an undetermined amount of time while the pump was supporting the patient. Although a root cause for the development of this thrombus formation or the duration for which it was present within the device could not conclusively be determined through this evaluation, the thrombus could have contributed to the reported elevated ldh. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Examination and electrical continuity testing of the returned portion of the driveline extending from the pump housing did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 35 days. The device was returned for analysis. Evaluation is not complete. No further information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The patient was implanted on (B)(6) 2017, and at time of discharge, lactate dehydrogenase (ldh) levels were between 200-300¿s u/l. The patient was admitted on (B)(6) 2017 for an abrupt elevation in ldh in the 800 u/l range. Persantine and heparin were administered; however, the ldh continued to rise and hematuria was observed. A ram echocardiogram was negative, and showed that the left ventricle (lv) was being unloaded appropriately. The pump parameters were within normal limits and a CT scan was unremarkable. On (B)(6) 2017, the patient underwent a pump exchange. Thrombus was visualized in the pump upon explant. The patient had a full sternotomy and subcostal incision. During the pump exchange, the patient¿s rv had friable tissue that experienced trauma and was patched. The patient left the operating room with an open chest extracorporeal membrane oxygenation (ECMO). Over 11 units of blood products were administered. Bleeding was stabilized overnight, and on the following day, (B)(6) 2017, the patient was taken back to operating room for removal of ECMO. On (B)(6) 2017, a chest closure was performed. It was reported that the right ventricle looked good. The patient required multiple blood transfusions, and vasopressor infusions. No additional information was provided.